Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tha for oa with an unknown s-rom stem (p:n/ unknown) on (B)(6) 2019. It was reported that the dislocation occurred twice in the hospital. The revision surgery will be performed by replacing the stem on (B)(6) 2019. The surgical delay is unknown. No further information is available.